Manufacturer narrative:
(B)(4).the device has been reported to be available for evaluation. Upon completion of the investigation, or if additional information is obtained, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was evaluated by the canadian service center. The event log was downloaded. Alarms such as check patient line, check drain line and low ultra filtration (uf) were found. At visual inspection indicated no physical damage was found. The power on self test was performed successfully. Upon further investigation no other malfunctions were found. The root cause of the reported condition was not determined. Baxter has received similar reports for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Event description:
A customer contacted baxter's technical service center regarding the pickup of the homechoice (hc) unit. This event occurred after use. The patient's daughter stated that the home patient (hp) passed away on (B)(6) 2010 and wanted the cycler picked up. The hc was operational. There is no further information available as the patient's caregiver refused to provide additional information and did not grant permission to speak with the hp's health care professional.